Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/18/2016 with the following findings: there were multiple loss of prime alarm warnings observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins.